Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. It was reported the viewing station of the imaging system was charged insufficiently when the reported issue occurred. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system powered down without prompt from the user less than a minute after being disconnected from a known operational outlet. It was confirmed that the viewing station of the imaging system was fully charged when the issue occurred. There was no patient present when this issue was identified. No additional information was provided.